Event description:
It was reported by repair work order that the caster was damaged, causing lack of patient support. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Manufacturer narrative:
The issue was resolved for the customer by the customer scrapping the product.

Manufacturer narrative:
Conclusion - parts on order.

Event description:
It was reported by repair work order that the caster was damaged, causing lack of patient support. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.